Manufacturer narrative:
Additional pro code: qrb. Visual inspection revealed that the lead body was cleanly cut. The proximal portion of the lead was not returned. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation. High impedances were observed on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was removed and replaced. There were no reported complications post operatively, and the patient is expected to fully recover.

Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported that the patient experienced inadequate stimulation. High impedances were observed on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was removed and replaced. There were no reported complications post operatively, and the patient is expected to fully recover.